Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 499mg/dl and treated with injections. Customer indicated that event happened last week. Customer indicated that their doctor suggested that they change their infusion set. The customer was advised to call when the event happens so they can troubleshoot at that time. The customer was advised to follow up with their doctor regarding the high blood glucose. No further details provided.